Event description:
It was reported that the patient had a suspected infection at the ipg and midline incision sites. Symptoms of the incision sites being red, tender, hot to touch and not healing were noted. It was also stated that the ipg site was leaking fluids. The physician believed that the infection was not device or procedure related, however, the cause was unknown. The patient was prescribed with antibiotics and was reportedly doing well. Discharges were no longer present. Additional information was received that the patient was admitted to the hospital due to fluid discharge. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads were not returned.

Event description:
It was reported that the patient had a suspected infection at the ipg and midline incision sites. Symptoms of the incision sites being red, tender, hot to touch and not healing were noted. It was also stated that the ipg site was leaking fluids. The physician believed that the infection was not device or procedure related, however, the cause was unknown. The patient was prescribed with antibiotics and was reportedly doing well. Discharges were no longer present.

Manufacturer narrative:
Block b3: exact date unknown, event occurred shortly after the device was implanted. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7124601/7124603.